Event description:
It was reported "pump shutdown with stacked battery alarms". Additional information states that this issue happened during use. The pump console was swapped to continue therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was the martek power supply. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the power supply was performed, and no abnormality was noted. The power supply was installed into a known good ac3 for functional testing. The system powered up successfully. The power supply voltage check was performed per ac3 series service manual and all output voltages were within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The unit ran for over 90 minutes along with the proper alarms "less than 20, 10, and 5 minutes remaining". A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump shutdown with stacked battery alarms" is not confirmed. The returned power supply passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "pump shutdown with stacked battery alarms". Additional information states that this issue happened during use. The pump console was swapped to continue therapy.